Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number.

Event description:
It was reported that the unknown bd¿ pen needle was unable to deliver insulin during use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd¿ pen needle was unable to deliver insulin during use.